Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, (serial: (B)(6) ); product type: 0213-recharger, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger antenna is burning their skin. Patient stated the real hotness started a couple months ago and the whole thing is not working at all. Patient said the last time they attempted to charge was this past friday and the implanted neur ostimulator was at 70% and it took 3-4 hours to get to 30%. Patient said anytime they puts the antenna up to their body it says call medtronic and it keeps saying reposition. Patient mentioned they has had troubles with it but not to this degree. Patient also mentioned they was having issues for the last 6-9 months where it was difficult to find a position but once they found the position they couldn't move and was afraid to breathe because if they just moved just slightly they would lose it. A replacement recharger (rtm) was sent out.